Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer reset the pump to resolve the alarm. Customer¿s blood glucose level was 398 mg/dl.